Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. The clip delivery system is reportedly not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that during deployment, a knot was observed in the gripper line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During the deployment of the clip, a knot was observed in the gripper line. The knot was cut off and the gripper line was removed without further issue. The clip was successfully deployed. Two clips were implanted, reducing the mr to <1. The patient had a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported knot in the gripper line could not be identified. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as the knot was cut off and the gripper line was removed without further issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.